Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "a long-term comparative study between two different designs of cemented stems: distal-cylindrical versus distal-taper" written by yuki okutani, koji goto, tomotoshi kawata, yaichiro okuzu, kazutaka so, yutaka kuroda, and shuichi matsuda published by journal of orthopaedics made available online 2 february 2018. The article's purpose was to calculate the wear rate of highly cross-linked polyethylene (hxlpe) and investigate long-term clinical and radiographic outcomes related to two femoral stem designs, the distal-cylindrical (dc) and distal-taper (dt) stems. All stems were non-depuy stems, all acetabular implants were non-depuy all poly "sockets", and femoral heads were non-depuy cocr. Article reports all tems and "sockets" were cemented with depuy cement. Data was compiled from 66 dc stems and 74 dt stems. Deaths counted were not related to implants and approximately 13 were lost due to dropping out of study leaving 56 in dc stem and 60 in dt stem groups. The article does not provide adequate information to determine accurate quantities. Depuy products: endurance cement. Adverse events: radiographic depiction of (B)(6) yo female with loose stem and narrative description reports interface was cement-bone interface, infection (treated by revision), aseptic loosening of femoral and acetabular implants (interface unknown).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. X-rays were reviewed and could not confirm the reported event. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : no lot information available.